Event description:
Failed patient occlusion / pm/caltests. Ail sensor assy- damaged/cracked. Bezel assy- body damaged/cracked. Pressure sensor- check IV. There was no patient involvement. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record showed the device had a manufacture date of 28mar2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference : n/a. The database showed no quality notifications were opened for the device. . The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device history record showed the device had a manufacture date of 28mar2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The database showed no quality notifications were opened for the device. . The customer stated that there was no patient involvement.

Event description:
Failed patient occlusion / pm/caltests. Ail sensor assy: damaged/cracked. Bezel assy: body damaged/cracked. Pressure sensor: check IV. There was no patient involvement. (B)(4).